Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they were having issues with changing the infusion set. The customer stated that the insulin pump was squirting out insulin during the manual prime process. Insulin continued to drip after letting go of the act button during the prime process. The customer¿s blood glucose level was unknown. Troubleshooting was performed and the issue was resolved with an infusion set change. The device will not be returned for analysis.